Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller displayed the elective replacement indicator (eri) message. A wireless software update was performed, which cleared the eri message. The device is providing therapy.